Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) eventually stopped working, requiring a second witness sign-on to log in. A field service engineer removed the old biometric identifier (bio ID) and replaced it with the new biometric identifier (bio ID) unit and updated the driver. The engineer confirmed that the device was detected and reading correctly in the hardware test application (hta and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier needed to be replaced. The customer confirmed that the device functioned again after a reboot, but it eventually stopped working and required the user to have a second witness sign on to log in. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.